Event description:
It was reported that the patient was sitting on their bed and was shocked so hard by their implantable neurostimulator (ins) device that it threw them off the bed. The patient landed on a table, smashed the table, and knocked off their computer. The patient thought that they had a concussion and was going to call ems. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).